Event description:
Brush head is pinching inner cheeks [mouth injury] brushing part has loosened- oral b power care [device breakage] difficult to put back onto the main unit when taken off- oral b power care [device physical property issue] case narrative: consumer e-mail stated that brushing part of toothbrush has loosed so much that it is pinching the inner cheeks and brush head is also difficult to put back onto the main unit when taken off. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.